Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a streptococcus pneumoniae external quality control sample (eq atcc 49619), as streptococcus salivaris or enterococcus columbae in association with the vitek® 2 gp test kit. The customer reported the first test obtained good identification. The second test identified streptococcus salivaris or enterococcus columbae. The customer also tested the qc strain as a sample which gave the result of unidentified organism or kocuria cristinae. The expected identification result was streptococcus pneumoniae. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6)had reported to biomérieux a misidentification of a streptococcus pneumoniae external quality control sample (eq atcc 49619), as streptococcus salivaris or enterococcus columbae in association with the vitek® 2 gp ID test kit. An internal biomérieux investigation was performed using the internal qc strain. The customer did not submit their strain for evaluation. Bmx internal qc strain streptococcus pneumoniae atcc 49619 was subcultured and testing included gp cards from customer lot (2420177203) and a random lot (2420386103) in duplicate. All four cards tested resulted in identifications of streptococcus pneumoniae, with no qc deviations. Customer's atypical reactions were not reproduced. Vitek cards performed as expected for this qc strain. No further action is required.